Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:21:02. During night drain cycle seven, the patient's ultrafiltration reading was 1165 ml, indicating the home patient drained 1165 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.